Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe did not cut during a procedure. The condition of aspiration was unknown. The procedure was completed with back-up product. Patient outcome is unknown. Additional information has been requested and received.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. One photo was reviewed be the investigation site; however, the complaint issue cannot be determined by this photo. Because a sample was not returned by the customer and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).